Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spondylodiscitis at l4-l5; and underwent iliac bone grafting at l4-l5 and posterior fixation at l3-s2. Post-op, when the x-ray was performed, something like a metal piece was seen at the screw tip at s1. When the guidewire (used in operation) was checked, the tip of the guidewire was found to be about 1cm shorter. It was not noticed during the surgery that the guidewire broke. According to the surgeon, when the guidewire was being used at s1, it would have been caught and broke. It was considered that the broken part did not go out of the vertebral body. No patient complications have been reported as of now.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed that the guidewire has been damaged. The shaft has been bent and about 8mm of the threaded tip has been broken off. Optical inspection of the fracture surface confirmed a rigid angulated break. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.